Event description:
It was reported that during the device interrogation, there was sensing and pacing failure with high thresholds on the right atrial (ra) lead. Blood test showed hyperkalemia and the physician thought it might be the cause and it was decided to monitor the patient. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.